Manufacturer narrative:
Analysis found that the rear housing panel, top and bottom housing are cracked. The analog front end pcb, bottom pwa and analog ch pcba are defective (failure during the 32 traces tests). The parts have been replaced. The parts have been cleaned. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the preamplifier was not working properly. There was no patient impact.